Event description:
In 2008, the pt reported that she has attempted to use four infusion set headsets and the adhesive will not stick to her skin. She stated that she has not used any new lotions or soaps. She was sent IV prep wipes, tegaderm dressings, and replacement infusion sets. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.